Manufacturer narrative:
This supplemental report presents the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cable unit was loose, and the image color tone was incorrect. A definitive root cause could not be identified. However, based on the investigation findings, the most probable cause of the customer-reported issue and the improper color tone of the image found during the device evaluation was traced to a component failure: a loosened cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
T was reported that the autoclavable camera head had a loose wire on the connector, resulting in a white image. The event occurred during maintenance. There was no patient involvement.